Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a valid lot number was not provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the first of four reports. Refer to 9611594-2020-00196 for the second event. Refer to 9611594-2020-00197 for the third event. Refer to 9611594-2020-00198 for the fourth event. It was reported the clinicians experienced a cuff failure on the subglottic microcuff endotracheal tube. "Per the facility, the cuff was tested prior to intubation ,and successfully held air/pressure. Once intubated, the cuff wouldn't inflate." The patient was extubated ultimately reintubated with another endotracheal tube (ett), and the cuff inflated successfully. There was no reported patient injury.